Event description:
The patient had an MRI on (B)(6) 2014 and did not have the pump checked afterwards. The patient came in for a refill on the date of this report. The pump logs showed that the pump motor had stalled on (B)(6) 2014, but there was no stall recovery message. The residual volume at today¿s refill was what they expected. The reporter then rechecked the logs again and a motor stall recovery logged with today¿s date. The issue was resolved. No patient symptoms were reported. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).